Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gpso-5-7 of unknown lot number was not returned to cirl for evaluation. This file captures the ruptured tip of the gpso device. (Rpn: gpso-5-7). This file is related to pr326825 which captures captures user error due to an incorrect wireguide used on the replacement device. (Rpn: spsof-7-6). Document review: prior to distribution all gpso-5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gpso-5-7 device could not be complete as the lot number is unknown. There is evidence to suggest that the user did not follow the instructions for use. As per information supplied it was confirmed that an incorrect wireguide, 0.025", was used with this device. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as rpn referenced in previous description of event incorrectly named gpso-7-5. Actual correct rpn confirmed to be gpso-5-7. Description of event updated to reflect this on 14-apr-21. Updated as per 14-apr-21: the doctor wanted to insert the gpso-5-7 into the p-duct. The nurse opened the packaging of the gpso-5-7. When she make it to pass trough the wire(visi2 straight), she found that the tapered tip of the gpso had ruptured. The side hole near the side hole on the tip side was torn to the tip. They had to use spsof-7-6

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the gpso-7-5 into the p-duct. The nurse opened the packaging of the gpso-7-5. When she make it to pass trough the wire(visi2 straight), she found that the tapered tip of the gpso had ruptured. The side hole near the side hole on the tip side was torn to the tip. They had to use spsof-7-6. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.